Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a percutaneous lead separation at the metal connector. When staff investigated area, the patient experienced red heart alarms and pump stoppages while connected to the power module. The hospital staff heard electrical sparking, and the system controller failed and the pump stopped. Once a replacement system controller was installed, the pump restarted. The patient was placed on batteries with no issues. The patient received a percutaneous lead repair.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.